Event description:
It was reported that the patient had a total hip done at (B)(6) on (B)(6) 2022. Sometime between then and (B)(6) the liner disassociated from the cup. The surgeon noticed it on x-ray when she was in for her 2 weeks follow up and she was immediately booked for revision surgery on (B)(6) 2022 the surgeon would like the liner analysed and the mechanism over failure looked into. Doi: (B)(6) 2022, dor: (B)(6) 2022, affected side: left hip affected.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. No xray/photographic evidence was attached. However, based in the visual examination of the poly liner involved in this complaint, there are signs of a disassociation event of liner from a cup. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the deformation in the rim of the device. Interlock feature edge of the liner denoted two ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.